Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022. And suture was used. On (B)(6) 2022. The 12th day after surgery , the patient suffered from pain and swelling of the right pubic incision. An open wound with a length of about 3cm and a depth of about 3cm can be seen in the middle of the incision. A yellowish exudate can be seen in the extrusion of the wound. A broken suture with a length of about 2cm can be seen in the incision. The surrounding tissue is red and swollen, and the infection changes, resulting in limited pain and activity of the patient's incision. The incision is not healed for a long time. The doctor removed the suture, cleaned the wound and changed the dressing, and gave the packing and drainage to be smooth. The appropriate suture is selected during the later suture. Additional information was requested.

Manufacturer narrative:
Product complaint # pc- (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What instruments were used in this procedure to handle the suture? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. What suture was used during the re-operation? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/30/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect impact code. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk. The diagnosis and indication for the index surgical procedure? -unk. On what tissue was the suture used/location of suture placement? --subcutaneous tissue. What tissue dehisced? --subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk how was the suture placed (interrupted or continuous)? Continuous. How was the suture tied (square knot or multiple knots one end)? -unk. What instruments were used in this procedure to handle the suture? -unk. How was the dehiscence managed? Anti-inflammatory agents was used. Please describe any surgical intervention required for the wound dehiscence including date and findings. Anti-inflammatory agents was used. Please describe the appearance of the suture during the second procedure. -unk. What suture was used during the re-operation? -unk. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? -unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). - local infection. Please provide the onset date/time of infection from the initial surgical procedure. - 10+ days after the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?-unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? -unk were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? -unk. Please describe any medical intervention performed including medication name and results. - anti-inflammatory agents was used did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? -unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - unk. What is the patient's current status? -unk. Lot number? -unk. If applicable, will product be returned? If so, please provide the return date and tracking information. -no.